Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 209 to 238 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will try different infusion sets. The customer had just received a new pump that was programmed by their doctor but they were not getting insulin. The insulin pump will not be returned for analysis.